Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with multiple inappropriate shocks. Upon interrogation, the implantable cardioverter defibrillator incorrectly delivered high voltage therapy for an atrial arrhythmia. Programming changes were performed. The patient was discharged and was doing well post-intervention.